Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a no delivery alarm from his insulin pump. The customer's blood glucose level was 247 mg/dl. Standard troubleshooting was performed. The customer was advised that the no delivery alarm was caused by the connection between the reservoir and the insulin infusion set. The customer was advised to change his reservoir and insulin infusion set. The product is being returned. Nothing further was reported